Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event was not provided; hence the first date of the month is captured.

Event description:
An event involved a medfusion 4000 syringe infusion pump where it was reported that during infusion the pump experienced a system failure. This is a high-priority alarm which could result in interruption of therapy. There was patient involvement, and no patient harm.

Manufacturer narrative:
D4: updated. H3, h4 and h6 codes: updated. The suspect pump was returned for evaluation. Review of the event history log and alarm history revealed errors related to ¿primary audible alarm post.¿ no service history was identified within the past 12 months. Visual inspection showed no anomalies. The complainant¿s allegation was confirmed through the event log, and the interconnect was replaced. The probable cause was determined to be a faulty interconnect leading to the primary audible alarm issue. Following repair, the device successfully passed all functional testing.